Event description:
The customer received questionable ion selective electrode (ise) results for two patient samples. Of the data provided, only the sodium result for one patient sample was discrepant and reported outside the laboratory. The initial result from an aliquot in a cup processed by the modular preanalytic analyzer (mpa) was 147.7 mmol/l and was reported out. The repeat result from the primary tube was 132.5 mmol/l. The reported result was corrected to 132.5 mmol/l. There was no adverse event. The sodium electrode lot number and expiration date were requested, but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).